Event description:
It was reported that during a da vinci si right hemicolectomy procedure the wire on the bowel grasper instrument was sticking out. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed broken cables at the snake wrist. The wrist motion is limited. There was no visible damage to the wrist discs. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.